Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental report will be submitted upon completion of this activity.

Event description:
A biomedical technician at a user facility reported that the machine generated an emptying stopped alarm approximately 30 minutes after initiation of a patient's hemodialysis (hd) treatment. The nursing staff also identified air in the bloodlines, venous drip chamber, and dialyzer. The treatment was cancelled, and then most of the blood within the extracorporeal circuit was returned to the patient. The patient's estimated blood loss (ebl) was noted as being approximately 25ml. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was setup on another machine, and then the hd treatment was continued until complete with no further issues being reported. Following the event, the machine was removed from service for evaluation. A fresenius regional equipment specialist (res) performed an on-site evaluation of the unit. The res replaced the interlock shunt to resolve the issue. Following the part replacement, the system was restored to full functionality. Functional testing performed by the res confirmed the machine was operating properly. The unit has been returned to service at the user facility without issue. No malfunction of the dialyzer or bloodline alleged, observed, or identified during the hd treatment.

Manufacturer narrative:
The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). The res replaced the interlock shunt to resolve the issue. Following the part replacement, the system was restored to full functionality. Functional testing performed by the res confirmed the system was operating properly. The unit was returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the failure mode. Therefore, the complaint had been deemed confirmed.